Event description:
The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Product ID 8709 lot# j10901r41 serial# implanted: 2001-(B)(6) explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced increased pain and that there were consistent volume discrepancies regarding the pump. It was reported that there were volume discrepancies on more than one occasion. No further details were provided. A dye study was performed but results of study were not provided. The pump was replaced on (B)(6), 2012. Drug used in pump was not provided. No patient injury was reported and patient outcome was not provided. Additional information has been requested but was not available at the time of this report.